Event description:
It was reported that a red alert had been generated for this system due to an out of range shocking impedance measurement of 125 ohms. A boston scientific technical services consultant documented the clinical observations and recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.